Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm), specifically cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset and guided the caller through the process. After the reset, the cgm error did not appear again, and the caller successfully started their sensor session.